Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had not contacted the doctor who manages their device about the previously reported issue. The cause of the vibration was reportedly determined. When asked what most likely caused or contributed to the issue, they responded it was just the way it felt in some positions. When asked what steps were or would be taken to try to resolve the issue, they replied "change position and it stops." The issue was reportedly resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on wednesday night (pt said might have been), when they sit in a certain position, sitting and leaning forward, they noticed a vibration feeling where their leg and their butt come together that stops if they move their leg. Pt said they have tried turning it down but it continued. Pt said they did not notice anything like this during the trial. Reviewed information from labeling about body movements, reviewed they have the option to turn stim down or off or, work with their doctor to make a change to their setting, recommended letting the doctor know. Pt will contact their doctor.